Event description:
It was reported that the ventricular lead impedance had increased. At a subsequent follow-up, another high impedance measurement was seen. X-ray did not reveal any lead anomalies. It is not known if there is an issue with the ICD connection or the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.